Manufacturer narrative:
Correction: (B)(6) 2018.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shocks from their right ventricular lead. X-ray revealed that the lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. During the procedure it was noted that the helix would not retract when attempting to reposition the lead. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.